Event description:
The client reported that the result flag is not being sent on results with low values. Ultra reports are correct and are displaying the correct flags; however, they are not displaying when sent electronically to excelleris, a third party software. The issue started to occur after the patch 3.3.2.27_p4 installed in production in 2008. The client's sql records showed that requests were sent between 6am the same month. As a result of the low flags not being transmitted in the messages, the client had to retransmit requests three days later. Once these requests were re-sent to excelleris, the excelleris group also performed a sql to only update requests having low flags with changed status. All requests had changed status. Excelleris clients/recipients were alerted regarding the corrected status. There was no report of death or serious injury associated with this incident.

Manufacturer narrative:
The cui patch 3.3.2.27_p4 was installed in the client's production system in 2008 and backed out six days prior. The issue was determined to be caused by a code error. The range flag for numeric results were incorrectly overwritten.